Manufacturer narrative:
The device passed testing for delivery accuracy. The device was found to be programmed with the post infusion rate in the rate mode. When the pump is programmed in this mode, once the volume to be infused is delivered, the pump alarms vtbi (volume to be infused) complete, flashes kvo on the device screen, and the device continues to deliver at the previously programmed rate. Testing of the device at the manufacturing facility found that when the programmed vtbi had completed, the pump alarmed vtbi complete on line a, flashed kvo and continued to infuse at the programmed rate as it was programmed.

Event description:
The customer contact reported the device delivered more than expected. The pump was returned to the biomedical engineering department with an unsigned note that stated, "not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device delivered more than expected. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.